Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, after successfully removing two polyps, the physician noted that there was a minor amount of bleeding at the polypectomy sites (complainant confirmed that this bleeding was not severe). After changing the generator settings, the physician noted no indication that the snare was cauterizing the polyp sites. The physician stopped the procedure and had the nurse re-adjust the active cord connection. When the physician went to then test the cautery function, the nurse's thumb was still on the metal handle cannula, which resulted in a burn to her thumb. Another nurse was called in to help the physician complete the procedure. No devices (either snare, generator, or active cord) were exchanged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The burn the nurse suffered was minor and treated with ointment. It was reported that the burn was getting better.

Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, after successfully removing two polyps, the physician noted that there was a minor amount of bleeding at the polypectomy sites (complainant confirmed that this bleeding was not severe). After changing the generator settings, the physician noted no indication that the snare was cauterizing the polyp sites. The physician stopped the procedure and had the nurse re-adjust the active cord connection. When the physician went to then test the cautery function, the nurse's thumb was still on the metal handle cannula, which resulted in a burn to her thumb. Another nurse was called in to help the physician complete the procedure. No devices (either snare, generator, or active cord) were exchanged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The burn the nurse suffered was minor and treated with ointment. It was reported that the burn was getting better.

Manufacturer narrative:
(B)(4) - user burnt by device. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test, and the unit was within specification. The snare loop was within specification, along with extension and retraction. Although no problem was found with the unit, the most probable root cause of the reported event is user/use error. When delivering cautery to the snare, the metal handle cannula will increase in temperature. Therefore, improper manipulation and handling of the device can result in a burn if the cannula contacts the skin. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.